Manufacturer narrative:
There have been no trends identified related to this type of event. Review of device history records show that lot released with no recorded anomaly or deviation. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. MDR 1032347-2009-00085 & 00084 are for the same procedure.

Event description:
It was reported for a zygomatic fracture, when the doctor placed the 5th screw on the plate, the plate and the rest of the 4 screws that were already placed, came off at the same time. There was a 2-3 minute delay in the case.